Event description:
It was reported that the ventilator was not delivering the correct values. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). The claimed issue was reproduced during troubleshooting. According to received information in service report, when a positive end expiratory pressure (peep) was set to 5, the values displayed was 8,5. It was claimed that the device had autopeep. The issue was consulted with subject matter expert (sme). It was confirm by sme that during review of the device's logs no alarms for high peep was noticed, which could be an indicator of autopeep. Only alarm for peep low was noticed. There are no technical failures to indicate a ventilator malfunction. It was confirmed by the fse that the values were read from the monitor and no alarm for peep high was generated. Therefore, this situation is not-safety related, as the values were still in tolerance and the limit was not reached. The software was updated to 4.5 and the offset was improved. Peep is maintained in the alveoli and may prevent the collapse of the airways. The peep pressure in the patient system is regulated by the expiratory valve coil, which controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. Review of the provided device's logs confirm that no alarm for peep high generated and only alarms for peep low were generated. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. The conclusion is that the difficulties may either be due to non-optimal user settings of the device for the actual patient or an increased expiratory resistance due to accessories in the system, but there was no technical malfunction of the ventilator. The cause of the reported issue has not been determined.